Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery has been charging slowly for the past few months. In addition, on the day of the report the customer stated the pump battery depleted suddenly. Review of the pump data showed the battery depleted from 30% to 5% within seconds. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.